Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
Material no: unknown. Batch no: unknown. It was reported that during use of the unspecified bd¿ syringe one in 10 syringes leak at the non- injection end. The following information was provided by the initial reporter: one in 10 syringes leak at the non- injection end.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. FDA notified: the initial reporter also notified the FDA on 2019-08-29 via medwatch # mw5089485. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown. Batch no: unknown. It was reported that during use of the unspecified bd¿ syringe one in 10 syringes leak at the non- injection end. The following information was provided by the initial reporter: one in 10 syringes leak at the non- injection end.